Event description:
During a procedure at (B)(6) hospital one of the vm take apart handle (256.99300u) snapped and fell into pieces.  One small piece was not located.  The patient was x-rayed and nothing was found.  The patient was not harmed.  Additional information received from the reporting facility on (B)(6) 2013.  The incident occurred on (B)(6) 2013 during a lap hernia repair.  There was no immediate injury to the patient or a healthcare worker.  The only intervention required was an x-ray and a visual examination.  The case was completed with minimal delay and another instrument was not required to complete the procedure.  The patient is in stable condition with no issues.  The patient is (B)(6) male.  The instrument had not been repaired prior to the reported issue.

Manufacturer narrative:
The complaint instrument was provided by the user facility and an evaluation was performed by the manufacturer. The instrument was manufactured in february of 2011. The handle shows signs of excessive use. A review of the device history record (DHR) was performed for this lot. There were no issues identified with the material or manufacturing process. It appears as if the pin had come loose. However, all of the parts were returned with the instrument for evaluation. Therefore, a part could not have fallen into the patient. In addition, the handle of this instrument is traditionally used outside of the patient, therefore reducing the possibility that a piece of the handle could fall into the surgical site. The root cause appears to be overstressing of the instrument during use by the user facility. A review of the complaint system was performed for this instrument over the last two years. There have been no other reported complaints for this same issue during this time period. The reported issue will continue to be trended and evaluated.

Manufacturer narrative:
(B)(4). A device evaluation has not yet been completed.